Manufacturer narrative:
H.6. Investigation summary: customer returned (9) 1/2cc, 6mm, 31g syringes in an open poly bag from lot # 7352816. Customer states that the bag is open and the syringe is broken in the base. One syringe in the poly bag also exhibited the plunger cap and plunger rod to be cut at an angle. A review of the device history record was completed for batch# 7352816. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the investigation, no CAPA is required at this time. Possible root cause for the cut plunger cap: the syringe was caught in the sealing bars of the packaging machine, cutting the cap and breaking the plunger.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with broken syringe.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with broken syringe.